Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, cracked keypad overlay at select button and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Insulin pump was returned for analysis.